Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that stylus was unable to be calibrated. Cleaned and re-seated the display overlay flex to yx printed circuit board assembly connector. Performed a 25 point stylus calibration and reloaded software as preventative. Device passes final functional and system tests. No cosmetic or functional anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus was unable to be calibrated, and replacing it with a new one did not resolve the issue. The programmer was returned for service. There was no patient involvement.